Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Attune cementless implants were removed due to infected knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: attune cementless implants were removed, due to infection. The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed, nothing indicative of a device nonconformance. The evidence exhibited majority of the porous coating surrounded by fibrous tissue, which is consistent with tissue ingrowth. Since, the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed. As the observed, condition of the attune rp tib base sz 7 por, would not contribute to the reported adverse event. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.